Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Product location unknown.

Event description:
Patient underwent a left knee revision procedure approximately 2 months post-implantation due to pain. Patient was reportedly non-compliant with post-operative instructions.